Event description:
The size 54 acetabulur component was in - the correct size trial liner would not screw in so the surgeon impacted it in. It took an extra five minutes to get it out and the pt lost 1800cc's of blood while prying out the trial liner with osteotomes.